Event description:
A medtronic rep reported that the integrated operating room system's camera lost communication as they were preparing to track the biopsy needle (had not yet been passed into the head). They were unable to get communication back but they archived the exam onto a cd and transferred it to an inav, and the case was continued. No pt harm was reported.

Manufacturer narrative:
Rmas have been assigned but not all components have been received by the MFR for eval.